Event description:
It was reported that the patient was implanted a ncb pp dist fem plate, r, 18 h, l. 355 mm on the right side on (B)(6) 2014. On (B)(6) 2015 the plate broke and on (B)(6) 2015 the plate was revised.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).